Event description:
A report was received that during a lead revision procedure, the physician replaced the patient's ipg. The physician was concerned that the set screw springs may have been damaged when she pulled the lead out. They also experienced high impedances during the procedure and could not resolve the issue; therefore, the ipg was replaced.